Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. In 2015, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with uterine resection). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") and pelvic inflammatory disease ("inflammation in tubes") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), inflammation ("inflammation- made it difficult for her to walk"), menstruation irregular ("irregular cycle"), alopecia ("hair loss"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), incontinence ("incontinence"), peripheral coldness ("ice cold feet"), scar ("scar tissue found on colon during removal surgery"), fatigue ("extreme fatigue"), urinary tract infection ("uti") and fallopian tube cyst ("tubes with coil had cyst all over") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy with uterine resection). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, arthralgia, fallopian tube cyst, fatigue, feeling abnormal, genital haemorrhage, incontinence, inflammation, menstruation irregular, pelvic inflammatory disease, peripheral coldness, scar, urinary tract infection and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-jun-2022: pif received : previously reported event "essure removal" updated to "heavy bleeding", events- " inflammation- made it difficult for her to walk, irregular cycle, hair loss, brain fog, joint pain, incontinence, ice cold feet, scar tissue found on colon during removal surgery, weight gain, extreme fatigue, uti, inflammation in tubes, tubes with coil had cyst all over" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 50-year-old female patient who had essure inserted for female sterilisation. In 2015, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with uterine resection). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.